Event description:
It was reported that an obvious decline in the patient's hearing performance was noticed on (B)(6) 2015. A history of head trauma was denied by the patient's guardians. Problems of external devices were excluded. The patient was re-implanted on (B)(6) 2015.

Manufacturer narrative:
Conclusion: damage to the active electrode likely caused by minute device mobility was determined to have led to device failure over time. The investigation results appear to match the problems mentioned in the patient report. This is a combined initial and final report.